Event description:
A malfunction alarm was reported with the code malf 12. There was no reported impact to the customer¿s blood glucose level. The customer did not experience a recurrence of the malfunction code after resetting the pump with guidance from technical support and was advised to continue using the pump. Technical support instructed the customer to call back if the malfunction code recurs, and the customer acknowledged the instructions.